Event description:
It was reported that while in the cardio cath lab, the md punctured the pt's left femoral artery and inserted the super arrow flex (saf) sheath with dilator. The md attached the blue one-way valve and vacuumed the balloon catheter twice inside of the tray to wrap the balloon tightly. The md then grasped the catheter closely and removed it from the tray horizontally per the instructions for use. However, during the intra-aortic balloon (iab) catheterization, the balloon stopped advancing and stuck in the saf sheath. The md tried to advance the balloon catheter, but could not pass it through the saf sheath due to critical resistance. As a result, the md removed the iab and the saf sheath as one unit. The md used the same insertion site to insert a new saf sheath and iab successfully. There was no excessive bleeding during the procedures. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a 10 minute reported delay in iab therapy. The pt outcome is "the pt does not have any complications and is fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.